Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level 48 mg/dl. Customer was treated with food and customer¿s current blood glucose raises to 267 mg/dl. Customer¿s current blood glucose was 300 mg/dl. The insulin pump will not be returned for analysis.